Event description:
The customer reported that they observed intermittent image artifacts. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by (B)(4). Evaluation of the returned unit could not duplicate the reported problem. The ribbon cable was replaced and the unit was retested. The test results met specifications. (B)(4).